Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error and motor safety circuit failed test error alarm. The customer blood glucose level was unknown at the time of the incident. Customer was unable to clear the pump errors, power loss alarm and also programing of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Unable to verify pump error alarm due to critical pump error(open book image).